Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6005554, in question was manufactured at the reynosa site. DHR review: the lot 6005554 was manufactured according to the form version 96.0, in the multivac m10, on 14/feb/2024, with a total of (B)(4) units. The sub-assembly: welding the lot 4b02070 was manufactured according to the form version 33.0 welding in the machine ls11-ls24-ls25, on 13/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced elevated blood glucose levels up to 345mg/dl event on (B)(6) 2025 due to insertion without removing the needle guard, which prevented insulin delivery. The infusion set was replaced, and insulin delivery resumed normally. Blood glucose returned to normal within four hours, with no symptoms or medical intervention required. No further information is available.